Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis with visual defects. Time of symptoms/ae: approx 15 months post procedure. It was reported that approx 15 months post, a left internal carotid artery stenting procedure, the pt experienced several episodes of left eye vision defects. A carotid ultrasound revealed 70% in-stent restenosis within the left internal carotid artery. The pt was treated with a non-abbott drug-eluting stent within the previous stent. The pt was discharged home 2 days post procedure. Although requested, there is no additional info available.

Manufacturer narrative:
The lot history review for this product was not reviewed because the product was not returned for analysis and the part and lot number were not reported. Restenosis is a known possible adverse event associated with the use carotid stents as listed in the device instructions for use.